Event description:
The customer stated that he received a carton that contained 2 bottles of test strips. When he finished using the first bottle of strips, and started to use the second bottle, he noticed the cap on the second bottle was open. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent to the customer.